Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after wearing a tampon for three hours, she experienced heavy cramping. She attempted to remove the tampon and the string detached leaving the tampon inside. She experienced abdominal and back pain and continued cramps. She made an appointment to have the tampon removed but before the appointment was able to remove the tampon in the shower. After removal menstrual blood with clots came out and her pain resolved. She did not seek medical attention but called and spoke with a nurse who told her to monitor for unusual symptoms.